Manufacturer narrative:
(B)(4). The report was filed by the distributor: (B)(4). The cause of the customer's report of toppled IV pole could not be replicated because the incident set up was not returned for failure investigation. Testing was performed using a similar set up based on pictures provided by the customer and an approximate weight of 98 lbs. The set up appeared to be very unstable unless pushed from a point low on the pole, approx 40 inches from the floor. The condition of the pole could not be determined since it was not returned for investigation. Additionally, the risk mgr from the reporting organization stated that the IV pole was grossly overloaded. Based on pictures, testing and the customer's statement, the cause of the toppled IV pole is believed to be due to a top heavy IV pole or overloading.

Event description:
On hold pending query. Ek 3/6.received a customer medwatch with the following event description: an IV pole loaded with 2 quad alaris pumps, 4 (medfusion) syringe pumps and multiple IV fluids containers fell over and toppled towards the pt during transport from CT scanner to picu. The pt was ventilated and critically ill. One femoral vascular access device was fractured and the right internal jugular vascular access device was traumatically removed resulting in the loss of blood and interruption of life-sustaining fluids and medications. The line was reinserted on unit, and pt successfully resuscitated and stabilized. The pole MFR makes no specific recommendations regarding weight limits or use. The pole and pump were weighed and the weight of the pole with pumps was 98 pounds. There were two alaris pumps at bottom of pole and four (medufusion) syringe pumps at the top of the pole. The wheels on the IV pole went sideways and the pole tipped over.